Event description:
It was reported that the atrial lead had low impedance. The lead had sensing difficult with either far-field r-waves or some sort of re-entrant tachycardia. The unipolar impedance was greater than the bipolar impedance and there was a polarity switch. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.